Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Check "cath" alarm sounded from the pump. Blood was noted in the tubing and the iab was removed. The following was rpt'd to co on 7/29/97: the balloon was inserted on 1/30/97 at 3:00. At approx. 2:00 on 1/31/97, blood was noted in the tubing and a second balloon was inserted. On 2/4/97, the second balloon was removed as the pt was weaned from the pump. Event complications: none from the event - rpt'd 7/15/97, 7/29/97. Pt current status: discharged - rpt'd 7/29/97.